Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had an error stating "unable to remove, select from due now window". A technical support specialist confirmed that time setting was changed properly to resolve issue by another technician. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system prompting different medication orders to choose nurse for patients, preventing user from removing the required due now medications. The customer confirmed that no patient harm occurred. There were no adverse events or injuries reported based on this event.